Event description:
Event description cpi received information that during a routine replacement of an implantable cardioverter defibrillator (ICD) that had reached eri normally, the physician noted a fracture to the transvenous defibrillation lead.